Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as rubbing raw, similar to a cutting sensation. It was reported the patient has psoriasis. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the irritation may be a fungal infection. The patient's cardiologist suggested the patient remove the device for the weekend to allow the irritation to heal and the patient's doctor advised the patient to use otc tinactin. Follow up indicated the irritation improved. Supplemental report 9/13/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as rubbing raw, similar to a cutting sensation. It was reported the patient has psoriasis. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the irritation may be a fungal infection. The patient's cardiologist suggested the patient remove the device for the weekend to allow the irritation to heal and the patient's doctor advised the patient to use otc tinactin. Follow up indicated the irritation improved.